Manufacturer narrative:
The device was not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that, the surgical technique notes that fixation, support, and stability may be compromised if gaps are present between the implant and bone. Component loosening is included in the instructions for use document related to knee systems, as a possible adverse effect secondary to mechanical and/or patient factors. Post-surgical infection and hematoma formation are known potential surgical effects and are not indicative of component malperformance. Confirmation of implantation dates for the right total knee arthroplasty along with any planned/performed interventions due to the bilateral tibial component loosening has not been provided as of the date of this medical investigation. It is unknown if signs/symptoms of left tibial component loosening were present at the time of the initial incision and drainage/debridement, antibiotics, and implant retention. Infection, hematoma formation, additional procedures/surgery are known potential surgical risks which could contribute to component loosening; however, a definitive clinical root cause of the events cannot be concluded based on the information provided. Unable to rule out bone quality, implant size selection, implant positioning, mechanical, and/or other patient factors with certainty. Device specific identifiers were not provided. Therefore, an evaluation of the manufacturing records, complaint history review, risk management file and prior actions review could not be performed. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, after a left reverse hybrid tka surgery performed on (B)(6) 2025, in which a porous tibia baseplate with jrny lock with journey ii bcs femur and tibia insert were implanted, the patient experienced loosening of the tibial component. The patient likely had a suspected or confirmed infection after the knee replacement, and on (B)(6) 2025 underwent surgical cleaning while keeping the implant (I&d/dair). About six weeks later, on (B)(6) 2025, the patient developed a blood collection around the knee that required another incision and drainage (hematoma I&d). The current health status of the patient is unknown.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). This complaint was opened by smith+nephew to document a patient complication reported that includes reference to the use of a smith+nephew product without evidence about a specific product problem. The reported complication relates to known inherent procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to confirm a relationship between the reported event and the device or identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alter the conclusions of this report, a follow-up report will be submitted as required.